Event description:
On 3/2/26, the customer emailed medela llc that while using the pump in style pro she was diagnosed with mastitis due to poor or insufficient emptying of her breasts. Additionally, she alleged that she was admitted to the hospital and received IV antibiotics.

Manufacturer narrative:
Customer service sent a replacement pump to the customer and asked for the return of her old pump for evaluation. In follow up with a complaint handler on 3/6/2026, the customer stated that she was sent a replacement pump. Additionally, she stated that her infection is resolved but she still has recurring clogs that are manageable. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].

Manufacturer narrative:
The pump and customer kit were tested on 4/01/2026, and the evaluation showed high suction when tested with the customer's kit. The pump was then evaluated with the lab kit, and the vacuum readings were in specification. It was also determined in the evaluation that the vacuum readings were in specification when tested with lab tubing and customer's kit.